Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that the host computer failed to boot. After reviewing the log file fse found that the issue was due to the host computer. Database activated by fse. After activating the database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's host computer failed to boot. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.